Event description:
Customer reportedly obtained a result of approx 80 mg/dl on the advantage system and subsequently experienced a seizure. The paramedics were called and obtained a result between 80 mg/dl-125 mg/dl on their system. Customer was treated at the hospital with unk medication. Requested return of suspect system, however, strips and meter are unavailable for return.